Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had high blood glucose of 400 mg/dl and was not able to calibrate. Caller also reported to have received a sensor end alarm which was showing that it was on day six, even though it was changed that day. Caller was advised on how to link new sensor and was also advised to not calibrate when blood glucose was not stable or when an error message was received.